Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was implanted with a pacemaker and was admitted due to recurring syncope, upon attempting to check the pacemaker no telemetry was seen. A revision took place and after connecting the existing device to a new right ventricular (rv) lead no pacing was seen and it was not possible to interrogate the device. Thus the device was replaced with a new device and this rv lead remains implanted. No further issues were seen with the new device and this rv lead. No adverse patient effects were reported.